Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, pulling connector j704 off the dn pca. The j704 connector made contact with component c742, causing a short in the distribution node. The cause of the test failure was the short in the distribution node. The cause of the short was the damaged connector. The cause of the damaged connector was the strained cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During the evaluation of electrode belt sn (B)(4) for an unrelated event, a reportable device malfunction was found. The electrode belt failed functionality testing.